Manufacturer narrative:
The electrode will be retrieved from archive for laboratory testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observation.

Event description:
Boston scientific received information that this patient received inappropriate shock therapy over the weekend while operating a tiller in the garden. The vibrations from the tiller likely caused emi-like noise. The emi noise stopped following shock delivery when the patient was no longer operating the tiller. It appears that no changes were made to the sense vector configuration. Sensing was appropriate when the device was checked post-shock delivery. The patient has been transferred to another physician for medical care. This subcutaneous implantable cardioverter defibrillator (s-ICD) device is scheduled to be explanted and replaced with a dual chamber implantable cardioverter defibrillator (ICD) device and transvenous lead system. The patient has been experiencing bradycardia in the 40 bpm range that may have also been occurring at the time the s-ICD system was implanted. Additionally, the reason the s-ICD system was explanted was due to patient discomfort.